Event description:
The hearing aid (h/a) dispenser reported that the user developed a blister on the skin of the outer ear on the crus of the helix. The user did not see a physician, and the ear has since completely healed.